Manufacturer narrative:
As soon as ellex medical became aware of the incident, the calibration of the laser system and alignment of the optical paths was verified by ellex service through a paf (product acceptance fault record ) attached. All the parameters in alignments checks including offset in the paf are within the acceptance criteria which proves that the device is not at fault and is performing within the normal specifications. The previous record during installation and commissioning was also found to be compliant. The general device aspects with respect to usability, instructions for use and the risk controls were also evaluated. Adequacy of device design : indications of parameters relevant to safety : offset is indicated on laser head control knob by, a/p numbered & colour coded indications(the letter a and the colour orange on the offset control indicate anterior positions. The letter p and the colour blue on the offset controls indicate posterior positions.) Accuracy of controls : ±500 micro m offset range with tolerance of ±50 micro m ( product requirement specification in supporting data) offset checks confirmed during production ( commissioning book in attachment) . Product acceptance fault records during installation , annual service and post the event also confirmed the offset results were normal. Adequacy of labelling : operator manual (included in attachment) includes sufficient instructions , warnings , precautions for the safe use of the device and the labelling is considered adequate. Do not aim, focus or fire this device in, on or near the fovea; on corneal structures; on the patient's lens (natural or artificial); or on any other structure of the human body that is not related to the treatment of an eye disorder. Always confirm the offset direction (anterior (a) or posterior (p)) and offset measurement before you fire the treatment laser. When treating close to the posterior lens surface, a posterior offset should be considered. Set the posterior (p) offset to at least 100microm with a minimum energy setting. If using a higher energy setting choose a greater posterior (p) offset. Only fully trained and qualified physicians may operate this device. This device is a safe instrument when used correctly. However, like all laser surgical equipment, it can cause injury if not used in accordance with the correct safety procedures and operating instructions. Risk management : review indicated that the risk control measures ( risk assessment ra tango-14 in attachment) are adequate and within the normal use risk levels are acceptable. Customer complaints : the device has been in use for less than a year, no other untoward incidents related to device use were reported .

Event description:
The event occured in (B)(6) at the (B)(6) eye clinic. During treatment of a mid-vitreous floater, the patient received a burn on fovea and affected the visual acuity. Possible user error. The report is made by ellex without prejudice and does not imply any admission of liability for the incident or its consequences.